Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During the visual inspection, a catheter and non-stryker guidewire was returned with the subject device. The subject device was seen to be stretched, kinked and broken/fractured. The catheter tip was seen to be damaged. The functional inspection was not carried out due to damage noted to the device. The reported 'device problem unknown/unclear' was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject catheter unraveled during use and no additional information was received. During analysis, there was a catheter and non-stryker guidewire was returned with the subject device. The subject device was seen to be stretched, kinked and also broken/fractured. The catheter tip was noted to be damaged. It is likely that force was applied while navigating tortuous anatomy or advancing through a tight hemostatic valve might have led to the reported event. Additionally, lack of flush can sometimes contribute to the damage noted during analysis but since no additional information was received it is not conclusive to determine. An assignable cause of procedural factors will be assigned to the as analyzed codes, 'cather shaft kinked/bent', 'catheter shaft stretched', 'catheter shaft broken/fractured during use', and 'catheter tip damaged', as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the directions for use (dfu), but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the catheter shaft was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.